Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: lap cholecystectomy. Event description: for complaints [reference number] and [reference number], the units malfunctioned during the same procedure. The scrub tech fired and deployed the clip applier outside of the patient to test it out. It deployed okay the first time and after that it did not have any clips. The clip applier was fired 6-7 times and there were no clips in there. There were no clips in the jaws of the device either. The clip applier was deployed fine. An 11mm ctr33 trocar was used. There was no resistance in trigger actuation, it was smooth. The actuation was completed by fully squeezing the trigger plastic to plastic allowing the instrument to rest. Additional information provided by an applied medical representative on 23oct2025: the clip was not closed over thick/dense tissue. The jaws were not torqued on vessel or tubular structure. Intervention: a second clip applier was used which also malfunctioned, but able to complete the case with the second clip applier. Patient status: patient is stable.